Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity changed unexpectedly between follow up visits. A request was made to have data from this device analyzed, but updated data is not available at this time. No adverse patient effects were reported. The device remains in service. Additional information was received. The patient was enrolled in the remote monitoring system and the boston scientific representative involved asked technical services (ts) to perform data analysis. No adverse patient effects were reported. The device remains in service. Additional information was received. Data analysis was performed. It was discussed that the change in longevity can be explained by the timing of the programmer interrogation, as after reprogramming the right ventricular pace parameters, the programmer application generated a new calculated longevity, and any interrogation subsequent to this kind of reprogramming will display a longer time to the elective replacement indicator as the power has not yet settled to the new steady state. The device is depleting normally, and it remains in service.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity changed unexpectedly between follow up visits. A request was made to have data from this device analyzed, but the results are not available at this time. No adverse patient effects were reported. The device remains in service.